Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered stent was to be used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the catheter broke, and it was not possible to deliver the 10x60 wallflex biliary stent. The procedure was completed with a 10x40 wallflex biliary stent. There were no patient complications reported. Note: boston scientific has been unable to obtain additional information and/ or specific information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on october 2, 2018 that a wallflex biliary fully covered stent was to be used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the catheter broke, and it was not possible to deliver the 10x60 wallflex biliary stent. The procedure was completed with a 10x40 wallflex biliary stent. There were no patient complications reported. Note: boston scientific has been unable to obtain additional information and/ or specific information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of sheath broken near guidewire access sheath. Block h10: a fully constrained wallflex biliary stent and delivery system were returned for analysis. Visual examination of the returned device identified that the inner shaft was kinked at the guidewire access sheath and the outer sheath was found detach/broken at the outer diameter: proximal exterior tube - endoscope interface (proximal end of the gas section). Functional evaluation revealed that the stent could not be deployed using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. The stent was measured to be within specifications and a visual inspection identified no issues. The reported event of sheath break was confirmed. The investigation concluded that procedural factors encountered during the procedure, or the technique used by the physician, could have affected the device performance and its integrity contributing to failure reported. Therefore, the most probable root cause is adverse event related to procedure. A review of device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 02:47 pm CT. The report number is being corrected from: 3005099803-2018-62184 to: 3005099803-2018-61013